Event description:
Per the clinic, the patient experienced recurring infection at the abutment site (date not reported). Additional information has been requested but it has not been made available as of the date of this report.